Event description:
It was reported the patient developed an infection and there was pocket erosion and necrosis. Moderate fibrosis was noted in the subclavian, superior vena cava, right atrium, and right ventricle. Also noted was a fracture of the right atrial (ra) lead. The device, implantable pacing leads, and one implantable tachy lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 implantable pacing lead 2004-(B)(6); 6932 implantable tachy lead 2000-(B)(6); 6937 implantable tachy lead 2000-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.